Event description:
It was reported that patient¿s condition had worsened and they believed that their lead had moved. It was reported that in (B)(6) 2013, patient had an ergonomic adjustment to their computer without them being present. It was explained that computer had been placed too high so patient had to ¿move their head back¿, and by the end of the day they could tell their lead had moved. It was also reported that patient had a CT scan done, and it had showed that something was hitting their spinal cord, but it was unknown what exactly was hitting their spinal cord. It was further reported that patient needed to find a new doctor, as their implanting surgeon was said to have not been comfortable with doing a revision. It was explained that patient opinion was that they should not have been implanted ¿by someone who didn¿t have experience or should not have done it.¿

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).